Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
A facility reported that an adverse event occurred while using ispan sf6 use. No details were provided about the event, the patient, the outcome, or the product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.